Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. No facility reporter is available. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that about a year ago, the patient underwent an initial surgery with multiloc humeral nail. On (B)(6) 2019, a removal surgery was performed due to pain and discomfort. Bone union was obtained, but the reason for extraction is patient's condition (discomfort such as pain during sleeping with the affected side down. The surgeon extracted the multiloc screw firstly and removed the fragment with a chisel and a needle-nose pliers. The surgery was delayed by less than 30 minutes. This report is 2 of 2 for (B)(4). This report is for unknown screws.